Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 1. Reference medwatch with patient identifier (B)(6) for compact plus system 2.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 248 mg/dl (customer's compact plus) and 104 mg/dl (friend's compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.